Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user received repeated insulin occlusion alerts on an ilet system with a contact detach 6 mm/23 in infusion set during and after a meal announcement, with insulin delivery interrupted and only 60% of the meal dose delivered before insulin was resumed; tubing and cartridge were observed to contain multiple air bubbles, and the issue resolved after a full supply change and proper priming to establish flow. Symptoms included hyperglycemia with a reported peak of 220 mg/dl and no associated acute symptoms. Outcomes included transient out-of-range glucose for approximately 20 minutes without medical intervention, ketone testing, or backup therapy. Investigation included guided troubleshooting, visual inspection for leakage, verification of insulin on board, line priming to confirm drops, review of potential occlusion causes, and a complete replacement of infusion set and cartridge with attention to removing air from the system. Investigation of this case revealed insulin flow obstruction consistent with an occlusion alarm, with air in the tubing and cartridge identified as contributory factors affecting delivery through the infusion set. It was concluded, based on previously established findings for similar reports, that user-dependent setup factors leading to air in the fluid path most likely caused the occlusion and reduced dose delivery.